Event description:
Customer reported device generated a result with an un-dosed test strip. Customer stated when inserting the test strip, result=lo. No treatment. A request was made for return product and replacement product was sent.